Event description:
Robotic vessel sealer upon being used showed severe limited movement, item unusable, removed from field and replace with new piece with no further incident. FDA safety report ID# (B)(4).